Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comments: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit-risk profile of the product is not altered by this report.

Event description:
Synovitis, left knee effusion [joint effusion]. Case description: spontaneous case report was received on 03/29/2013 from a physician database extraction regarding a (B)(6) male pt, initials unk, with osteoarthritis (kellgren lawrence grade 2). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was not provided. On (B)(6) 2002, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, (dosage regimen not provided) (first course), in the left knee. The lot number of synvisc was not provided. On (B)(6) 2002, the pt developed synovitis in the left knee. On an unspecified date in (B)(6) 2002, the pt developed left knee effusion and 3 cc of fluid was aspirated. Later, the pt was treated with intramuscular celestone (betamethasone) at a dose of 2 cc. On (B)(6) 2002, after 24 hours, the pt recovered from the event of synovitis in the left knee. The action taken with synvisc treatment was not provided. The outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis and left knee effusion was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis in the left knee as definitely related and was not provided with the event of left knee effusion. Follow-up information was received on (B)(6) 2013 and the pt initials were reported as (B)(6).